Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the initial concern was resolved; customer's condition had improved and he did not currently have any diabetic symptoms. Father stated that he had contacted customer's primary care doctor who had advised to administer fluids, water aind insulin (sliding scale) to customer. Father stated customer's blood glucose test result using the truemetrix meter the night before was 217 mg/dl fasting and it was 176 mg/dl fasting that morning. Father declined a replacement and believes the truemetrix meter is working as intended.

Event description:
Consumer reported complaint for e-5 error: test strip error. Father is calling on behalf of the customer, his 10 year old son. The e-5 error occurred when the blood sample was absorbed. Father stated that he had taken customer to fire station to have his blood glucose tested and they had obtained a result of hi with their meter. At the time of the call the customer was feeling well and reported no symptoms. Customer was advised e-5 means blood sugar could be over 600 mg/dl. Father was going to take customer to the hospital. Customer could not continue with the troubleshooting process and no further information was able to be obtained.